Event description:
It was reported an alert was received for the pacemaker due to a right atrial (ra) lead intrinsic amplitude measuring 0.4 mv however, was not out of range. Technical services (ts) discussed that low amplitude was due to the patient having atrial fibration(af) which is very important. Additionally, there were no observations of undersensing, ts discussed programming options. This non-boston scientific ra lead will be revised when the pulse generator needs to be replaced. At this time, the device and non-boston scientific ra lead remains in service, no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).